Event description:
The customer reported that there is damage to the side panel and the zipper slider is damaged. This was discovered during set-up in the warehouse. There was no pt injury. Evaluation of the returned product found that the slider bodies were open on a window panel and a side panel.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that on panel side a, the window zipper slider body was open and the pt surface had a three foot crack in the vinyl. On panel side b, there was a two inch rip in the drainage port zipper. On panel side c, the zipper slider body was open and the zipper sliders were stuck on both the left and right legs. On panel side d, the zipper elements were open on the left leg. (B)(4).